Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 11-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving morphine drug (50 mg/ml at 13 mg a day) via an implantable pump. It was reported that while replacing the pump for normal early replacement indicator (eri), while replacing the pump for normal early replacement indicator (eri), the physician had difficulty getting the catheter disconnected from the pump. He ultimately had to use a hemostat to get it off. He discovered some tissue growth in the catheter. When he attempted to reconnect, it would not reconnect. It had some fleshy material in it, and it would not go back on. There were no known environmental/external/patient factors that may have led or contributed to the issue. No action or intervention was taken. The issue was resolved. The hcp has no further information for medtronic.the patient was alive and no injury.